Event description:
Sorin group (B)(4) received a report that the stockert centrifugal pump stopped post-operatively. The clinician hand cranked the pump until a replacement system could be connected. There was of patient injury.

Manufacturer narrative:
The patient identifier ws not provided. Sorin group (B)(4) manufactures the stocker centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the stockert centrifugal pump stopped post-operatively. The clinician hand cranked the pump until a replacement system could be connected. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.